Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device indicated a change in tachy mode status from an inadvertant magnet application.